Event description:
It was reported the pt had his spectra penile prosthesis device replaced with an inflatable penile prosthesis due to pt dissatisfaction. Add'l info was requested, was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.